Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button was detached and missing. There was also evidence of moisture observed behind display and the text on the display screen was found to be dim, faded and red. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed that the audio bolus button was detached and missing. There was also evidence of moisture observed behind display and the text on the display screen was found to be dim, faded and red. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).